Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c cage cracked intra-operatively. It was found fractured after removing the inserter. The implant was removed and another one was used to complete the case without impact to the patient.

Event description:
It was reported that a roi-c cage cracked intra-operatively. It was found fractured after removing the inserter. The implant was removed and another one was used to complete the case without impact to the patient.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned and no photos of the cage were provided. Device evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to not using the awl to prepare the bone or due to unknown patient factors. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.